Event description:
It was reported that the patient's pump was in stopped pump mode. The hcp stated that the pt was asymptomatic and that the pump stopped last night after a stress test.

Manufacturer narrative:
.